Event description:
The customer contacted stryker to report that their device would not power on with ac or dc power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
A stryker field service representative (fsr) evaluated the device and verified that the device would not power with ac only. The fsr replaced the electronic overstress (eos) and power printed circuit board assembly (pcba) to resolve the issue. Proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. The replaced parts were sent to the stryker product assessment center (pac) for further investigation. It was found that the cause of the issue was the eoc, which had a shortened capacitor and open fuse, causing the device not to power with ac or charge dc battery.

Event description:
The customer contacted stryker to report that their device would not power on with ac or dc power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.